Event description:
It was reported that the product packaging was observed to be damaged on receipt. No adverse consequences were reported.

Manufacturer narrative:
There were seven items associated with this complaint. Small slits were confirmed on four of the seven items; while scratch marks were observed on the remaining three items. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.